Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump was experiencing an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no evidence of an intermittent power issue. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap contact dimensions measured within specifications and the cap was able to attach securely on to the pump. The pump powered on with the returned cap. The pump was then exercised for 24 hours with no power issues. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing.